Manufacturer narrative:
On the (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified customer complaint of the reported error 3131 main f1 fuse was blown. The customer indicated that they were cleaning the tip discard area of analyzer with hemostats while the instrument is power is on. Customer stated that they accidently rubbed the hemostats across the cup pick up assembly causing the reported error 3131. The fse replaced the 4a main f1 +5v fuse with a fuse from the fuse kit. Fse discussed with the customer the proper way to perform cleaning while is instrument is turned off and not to use a hemostats during the cleaning process. The fse ran start up and quality controls, all results were within specification. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and errors messages, error 3131 is the main f1 +5v fuse blew. The error message is caused by blown +5 fuse of main f1 was detected. Sampling will be interrupted. The solution for the customer is to contact tosoh service center or local representatives. Check the main f1 fuse. The most probable cause of the reported issue was due to operator error during the cleaning of the tip while the instrument is powered on. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 3131 main f1 +5v fuse blew on their aia-900 instrument. Customer also stated that the instrument is down and unable to report e2 results. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.